Event description:
Consumer had a needle broke off in the abdomen. He went to the ER and had an x-ray. Incision was made to remove the broken part of the needle, but they were unable to it. Consumer was given antibiotic.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.